Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a piece broke off the telescope "ultra¿. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a bent outer tube, a missing light guide post, dents on the distal edge of the objective window, minor scratches on the funnel and broken optical lenses. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.